Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2018 as event date since the correct date was not provided. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal edge of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported that balloon rupture occurred. A 14-4/5.8/75 xxl vascular balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The device was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported.